Event description:
This system was explanted due to inappropriate shock due to noise and intermittent oversensing. The patient received 44 inappropriate shocks due to noise, so it was extracted with laser. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. In between an approx. 7 cm segment of the lead body was missing. The analysis revealed multiple signs of wear along the lead fragments. In particular around 11 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the reported oversensing which led to shock delivery. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress during the implantation duration, most likely due to constant interaction with a nearby lead. Diagnostic images clarifying this assumption were not available. Additionally the shock coil was found deformed and the conductor cable to the ring electrode was fractured indicating significant tensile forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.